Manufacturer narrative:
The device was reprogrammed and remains in service. No further information is available. This report will be updated if more information becomes available.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) had been pacing in the left ventricle (lv) despite the lv lead being programmed off. It could not be confirmed why the lead was programmed off, however it was believed that the patient may not have a lv lead implanted as the measured impedance was greater than 2000 ohms. Boston scientific technical services determined that the device was lv pacing while in atrial tachy response due to atrial fibrillation, per programmed device settings. The device was reprogrammed to remedy the issue. It was also noted that the patient had experienced syncopal and dizzy episodes in the past, along with episodes of inappropriate shock. A boston scientific representative had no further information about these allegations, and could not determine if the syncope was related to this or any other device issue. No additional adverse patient effects were reported.